Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled stopping the insulin which caused the customer to have a high blood glucose. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Reportedly, customer had over filled the cartridge with more than 300 units. Technical support helped the customer load a new cartridge and resume insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.